Event description:
It was reported that the target lesion was a restenosis due to a shunt, with no tortuosity, moderate calcification and 90% stenosis. A non-abbott guide wire was placed and the fox sv 4.0 x 40 mm balloon was advanced to perform pre-dilatation, however, during manipulation in the lesion, it became stuck with the guide wire. Both the guide wire and the fox sv 4.0 x 40 mm balloon were withdrawn from the patient anatomy. A new non-abbott guide wire and a new fox sv 4.0 x 40 mm balloon were used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.